Event description:
It was reported to vyaire medical that a technical failure 388 was displayed. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: logs were provided to tech service for review, which revealed multiple occurrences of tf271 and tf388 together. Tech service recommended replacing the inspiration block. However, the required parts are currently on back order. The inspiration block will be sent to the customer once the back order is fulfilled. As of now, no further information regarding the resolution has been received. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.